Event description:
The account alleged a pt fell out of the bed. Nurse alleged the bed exit alarm was set but the volume was off. No injury reported.

Manufacturer narrative:
The technician performed the investigation. The nurse stated that the bed exit was set and the communication cable was plugged in but the pt fell out of the bed. The alarm went off after the pt was out of the bed. There was no injury to the pt. The technician inspected the bed and found the bed exit to be working as designed. No issues found with the bed.